Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An email was received regarding a cadd extension tube with item number 21-7106-24 and lot number 6116726. It was stated that in the context of a patient¿s home using a morphine pump, the nurse used an extension set for cadd home pumps. The nurse reported several times that the check valves were defective and caused the pump to trigger obstruction alarms. The nurse had to find other solutions to continue providing care. The incident caused a delay in medication administration and put the patient in pain. There was patient involvement.